Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and an 8f size delivery system was used. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer patent foramen ovale (pfo) occluder was chosen for implant using a 8f amplatzer trevisio intravascular delivery system. During procedure, the left disc of the device appeared to be shape like bulbous. The deformed device was never released from the delivery cable while inside the patient. A decision was made to replace the device with a new 30mm amplatzer pfo occluder. The replacement device was implanted in the patient successfully. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, photos were received from the field and the image appears to show the device deformity (bulbous). However, it could not be confirmed as there was no shape of device deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and an 8f size delivery system was used. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer patent foramen ovale (pfo) occluder was chosen for implant using a 8f amplatzer trevisio intravascular delivery system. During procedure, the left disc of the device appeared to be shape like bulbous. The deformed device was never released from the delivery cable while inside the patient. A decision was made to replace the device with a new 30mm amplatzer pfo occluder. The replacement device was implanted in the patient successfully. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.